Event description:
It was reported that during angioplasty in an unspecified coronary artery, the physician noted under fluoroscopy that the balance middleweight guide wire (bmw) appeared kinked. The guide wire could not be properly advanced; therefore, it was withdrawn from the anatomy with some resistance. A new bmw guide wire from a different lot was used to complete the procedure successfully and without consequences. The physician clarified that a 6fr guide catheter (non-abbott) was used during the procedure along with an unspecified balloon and the bmw. The physician could not determine if the issue was caused by contact with the guide catheter/balloon or the guide wire was just defective. There was no adverse patient effect and no significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A single unused device was returned with the same part and lot number. The analysis indicated the device to be undamaged.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Kinks in the guide wire can occur due to, but is not limited to, interaction with the lesion and/or interaction with other device. It was reported that the guide wire appeared to be kinked under fluoroscopy. There was no damage reported during inspection prior to use or during prep, indicating that the reported kink was likely a result of the procedure. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support. Factors that may contribute to resistance during removal while in the lesion may include, but are not limited to, patient anatomy, lesion morphology, device selection, device placement technique, and/or interaction between associated devices. In certain circumstances, such as manipulation through tortuous and/or tight lesions, where heavy torquing and/or pushing/pulling is required, the clearances can be reduced to an undesirable level and could lead to resistance. It was reported that the guide wire was kinked which could have contributed to the reported difficulties. In order to ensure that this does not occur as a result of a product quality deficiency, manufacturing performs a 100% visual inspection of the guide wire tips after they are loaded into the dispenser and performs a 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The reported kink in the guide wire, inability to cross the lesion and resistance with the anatomy during removal appears to be related to operational context of the procedure. A search of the lot history record indicated no nonconforming material records for the lot. Additionally, a query of the complaint handling database indicated no related incidents. Based on the evaluation, there is no indication of a product quality deficiency.